Manufacturer narrative:
(B)(4): eval results: (stroke/death).

Event description:
Two endeavor sprint rx drug eluting stents were implanted, one in the 1st diagonal branch and one in the 2nd diagonal branch. It is reported that the pt was taken to the emergency room approx 6 weeks post index procedure suffering from a stroke. Based on a radiological eval, the pt was diagnosed to have a large subdural hematoma. It is reported, the pt suffered spontaneous intracranial bleeding. It is reported that the pt died due to the subdural hematoma. It was reported that the death was not associated with an mi and there was no evidence of stent thrombosis. The autopsy report is not available. (Ref MFR # 2953200-2010-02362).